Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -13.0/1.0/105 (sphere/cylinder/axis) was implanted into the patient's right eye (od). On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is patient related-factor.

Manufacturer narrative:
Pt info:unk, implant date: unk. Claim# (B)(4).